Event description:
Misadministration. Complainant reported that upon delivering 18.4gy source train to the left circumflex (3.0 diameter), the 3.5f beta-rail (tm) delivery catheter kinked resulting in the sources not reaching the designated treatment site. The elapsed time the sources were inside the vessel at the site was 12 seconds, resulting in 6% of 18.4 gy (equal to 1.1 gy delivered to the proximal treatment site).